Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available to be returned for evaluation. Post-operative fluoro images were provided but are of poor quality. The images appear to show that the implan t has backed out of the disc space. Neither the spacer or the posterior fixation used, was damaged ln any way. It's possible that non fusion or a traumatic event could contribute to the spacer backing out. However without evaluating the device the exact cause of the reported issue cannot be determined.

Event description:
It was reported that a sustain-o device backed out post-operatively requiring revision surgery.